Event description:
Nicu nurse called hotline. 24g bd insight IV catheter started on patient. Successful stick with blood return. Started flushing and saline was leaking out of the catheter. Patient had to be stuck again. Caller stated it was like there were holes or a shear in catheter. Caller stated they have been having issues with catheters and more sticks on babies, but this is the first time she had actually witnessed leaking.